Event description:
Description from the customer: "after priming of heart-lung circuit line, the hcu30 showed the error message: "1004-2" and an alarm sound during circulation. The customer rebooted the hcu30 and no reproduction of abnormality was reported. No adverse effects to the pt. The incident occurred before pt use." (B)(4). (B)(6).

Manufacturer narrative:
A maquet field svc tech investigated the unit and confirmed the error log of the reported error ("1004" error). As a preventative measure, the tech replaced the actuator. Then tested the device under the same condition as the phenomenon occurred. No error message appeared. The tech also checked increase/decrease of the temperature at main side and no abnormality was found. A supplemental medwatch will be submitted as soon as add'l info becomes available.